Manufacturer narrative:
The explant date was estimated to have occurred in (B)(6) 2022. Further information was requested but not received.

Event description:
It was reported that during a remote follow up, an increase in pacing impedance and intermittent sensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and sensing intermittently were not confirmed. As received, a partial lead (distal portion) was returned in one piece. A lead impedance test could not be performed due to as received procedural damage to the lead. During electrical testing the lead failed the hi-potential test due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. An additional finding unrelated to the reported events was noted. Visual inspection of the lead found external insulation abrasion breaching the optim sheath at the distal region of the lead. The silicone tubing was not abraded in this location. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.